Event description:
Device complications: detachment from source. Time of complication: during prep, prior to use symptoms: none. During preparation of the device for use in the anatomy, when the technician removed the stylet (mandrel) from the device, the tip was noted to be detached. The device was not used on a patient. There was no reported injury and no additional information was available.